Event description:
It was reported that the patients ipg had flipped as confirmed via x-ray, which resulted to extended ipg charging. The old ipg was replaced with a non-rechargeable ipg. The patient was doing well postoperatively and the explanted device will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over 2 weeks ago from date manufacturer was made aware.